Manufacturer narrative:
Initial reporter address: (B)(6). Additional initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the unspecified line of the home choice cassette and solution bag. This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.